Manufacturer narrative:
The investigation is on-going further information will be available in the next expected report.

Event description:
The customer claimed that sparks were observed on the auto logic pump and they decided to turn it off. There was no indication regarding patient involvement. No injury was claimed. The technician checked the hole system (pump and mattress) and no issue with the pump was found. In addition, the technician decided to replace the mattress cover and tubeset due to wear and tear, (that problems were not related to the reported sparks and were not consider safety related).

Event description:
The customer claimed that sparks were observed on the auto logic pump and they decided to turn it off. There was no indication regarding patient involvement. No injury was claimed. The technician checked the system (pump and mattress) and no issue with the pump was found. Arjo service technician performed also the electrical testing of the device using the rigel medical 288+ ch is electrical safety analyser. No failure was identified.

Manufacturer narrative:
No UDI number was provided, the device was manufactured before UDI implementation to sum up, taking into account all facts and information collected in a course of this investigation, we cannot determine the exact root cause of the reported sparks. The device was performing as intended. No malfunction was found during the device evaluation. The complaint was assessed to be reportable due to the allegation that sparks were coming from the auto logic pump. No injury was claimed.

Manufacturer narrative:
The investigation is still on-going further information will be available in the final report.